Event description:
This device was being utilized during a clinical study. The catheter was placed into a male pt admitted for repair of a heart defect (hypoplastic left heart syndrome) in 2007. The catheter was placed in the pt's right femoral vein. The pt's leg and foot became mottled and cool and the catheter was removed before the pt left the operating room. No other adverse event or complications were reported.

Manufacturer narrative:
Event eval: no product was returned to assist in our investigation. Therefore, at this time we are not able to determine the root cause of the difficulty encountered. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.